Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3: device not returned.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with around 300 units of insulin during the load sequence. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Customer¿s blood glucose level was around 180 mg/dl. Customer continued to use the pump for insulin therapy.